Event description:
Account states they obtained 9 low sodium results that were higher when repeated. The incorrect results were not used to guide ot therapy. The field service rep. Found the discrepant results were caused by a clot and repaired the instrument by removing the clot.